Manufacturer narrative:
This supplemental report is being submitted to provide the olympus endoscopy support specialist (ess) findings. On september 28, 2017, the olympus endoscopy support specialist (ess) visited the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. The user facility declined the ess in-service.

Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported positive culture scope; however, the user facility provided limited information. The user facility requested a standard device evaluation and declined to send the device to an independent laboratory for microbial testing. The scope was returned to olympus for evaluation. The evaluation found the scope leaking at the grip and at the body control unit (bcu). A borescope was used to inspect the biopsy channel and found no foreign material; however, minor scratches were found inside the channel wall. The suction channel was also inspected and found minor scratches inside the channel wall. No signs of foreign material inside the suction channel. A microscope was used to inspect the distal end of the scope and found evidence of foreign materials wedged inside the distal where the o-ring is located. There was also foreign material and corrosion found on the control body (arm cover area). The scope was serviced and returned to the user facility. A review of the instrument service history found that this is the first time the scope was returned to olympus for service since purchased on september 13, 2016. In addition, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. Based on the evaluation results, improper maintenance could not be ruled out as a contributory factor to the reported event. The instruction manual provides several warning and caution statements in an effort to prevent cross contamination and equipment damage. ¿the probability of failure of the endoscope and ancillary equipment increases as the number of procedures performed and/or the total operating hours increase. In addition to the inspection before each procedure, the person in charge of medical equipment maintenance in each hospital should inspect the items specified in this manual periodically. An endoscope with an observed irregularity should not be used, but should be inspected. If the irregularity is still observed after inspection, contact olympus. Perform a leakage test on the endoscope after each pre-cleaning procedure, including confirmation that there is no leak from the forceps elevator, while raising and lowering the forceps elevator. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿

Event description:
Olympus was informed that the scope¿s culture tested positive on two consecutive months. The type of organism is unknown. No patient infections reported.